Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Additional information indicates that the device meets or exceeds 75% of its expected longevity.

Manufacturer narrative:
Per the device information received, the device meets or exceeds 75% of its estimated longevity; therefore, this device is no longer considered reportable. E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient needs to undergo surgical intervention at a later date. Investigation was unable to determine further details.